Manufacturer narrative:
(B)(4). Information was not provided by the contact. Batch # (B)(4). The batch history records were reviewed and the manufacturing criteria were met prior to the release of this batch.

Event description:
It was reported that during an open low anterior resection (lar) procedure, after firing, the jaws could not open. They were opened using hand force. Unknown how case was completed. There were no adverse consequences for the patient.